Manufacturer narrative:
The reported event was addressed with phone support. The customer already used another endoscope to resolve the issue and continued completing the procedure. Technical support engineer (tse) reviewed logs and found error 48228 pointing to the camera head flash data error of the endoscope and reminded customer to watch this endoscope use after sterile reprocessing. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is unavailable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 3-degree endoscope plus orientation flipped with the image upside-down. Technical support engineer (tse) would assist the customer to resolve the issue by following the instructions, but the clinical sales representative (csr) reported that the customer already used another endoscope to resolve the issue and continued completing the procedure. Tse reviewed logs and found error 48228 pointing to the camera head flash data error of the endoscope and reminded to watch this endoscope use after sterile reprocessing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted sn# was (B)(6). The surgical task for when issue happened when fa installed the endoscope on the arm in the very beginning of the procedure. The image was inverted and the endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms with a 30° instrument installed in an up orientation. The surgeon confirmed desired orientation when endoscope was installed. There was no indication of the image orientation provided to the user via user interface. The endoscope¿s adapter/base was still engaged/in-synch/attached. Site did not notice any damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to event, the endoscope was not manually rotated 180 degrees. Site used a backup instrument to continue the procedure. The vision issue did not result in patient injury. The endoscope is not available for return to isi for evaluation.